Manufacturer narrative:
This user facility is outside of the united states. The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Discarded.

Event description:
It was reported that patient underwent total hip arthroplasty on (B)(6) 2016. During the procedure while impacting the mallory cup, the impactor tip fractured. As a result the mallory cup was removed and the procedure was completed with another mallory cup.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
Examination of returned device found no evidence of product non-conformance. During the evaluation, the instrument showed evidence of indentions on the strike plate and wear on the handle. However, a conclusive root cause of the event could not be determined.